Event description:
It was reported that stent deployment failure occurred and the procedure was aborted. Vascular access was obtained via the radial artery. The target lesion was located in the right coronary artery. A 16 x 3.00 promus elite drug-eluting stent was advanced to treat the lesion. However, during the procedure, the stent was unable to be deployed. The device was removed from the patient's body and the procedure was not completed due to this event. No patient complications were reported and the patient status was stable. It was further reported that the target lesion was 90% stenosed, severely tortuous and severely calcified. The physician's opinion of the cause of the failure of the device to be deployed is due to the device unable to reach to the targeted segment due to challenging anatomy.

Manufacturer narrative:
A1: patient identifier: (B)(6). (E1) initial reporter address 1: (B)(6).

Event description:
It was reported that stent deployment failure occurred and the procedure was aborted. Vascular access was obtained via the radial artery. The target lesion was located in the right coronary artery. A 16 x 3.00 promus elite drug-eluting stent was advanced to treat the lesion. However, during the procedure, the stent was unable to be deployed. The device was removed from the patient's body and the procedure was not completed due to this event. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent deployment failure occurred and the procedure was aborted. Vascular access was obtained via the radial artery. The target lesion was located in the right coronary artery. A 16 x 3.00 promus elite drug-eluting stent was advanced to treat the lesion. However, during the procedure, the stent was unable to be deployed. The device was removed from the patient's body and the procedure was not completed due to this event. No patient complications were reported and the patient status was stable. It was further reported that the target lesion was 90% stenosed, severely tortuous and severely calcified. The physician's opinion of the cause of the failure of the device to be deployed is due to the device unable to reach to the targeted segment due to challenging anatomy.

Manufacturer narrative:
A1: patient identifier: (B)(6). (E1) initial reporter address 1: (B)(6). Device evaluated by MFR.: p elite ous mr 16 x 3.00mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent identified no damage. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found no damage to the tip. A visual and tactile examination of the hypotube found multiple inking along the hypotube. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. There was a large build-up of solidified blood in the wire lumen. The device was soaked in a water batch to soften the solidified blood in the wire lumen. The wire lumen could not be flushed from the blood residue therefore the guidewire test could not be performed.